Event description:
It was reported that deployment difficulties were encountered during a coronary stent procedure, in which another manufacturers stent had been hand mounted on the balloon catheter. It was further reported that the shaft of the catheter broke and the stent dislodged and remains in the pt. Pt status is listed as "okay".